Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was not able to duplicate the reported device behavior. However, the exhalation flow sensor tube had a leak, which is unrelated to this reported event. The fse did not find any assembly failure therefore, no component root cause investigation will be performed. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use.

Event description:
The customer reported an unresponsive touch screen display, on this ventilator device. The customer stated no patient involvement with this event.